Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). 1 picture of an omnifix 10 ml ll. Was receivred. The following investigation was conducted: visual inspection: the pictured sample was taken to a visual inspection for damages. The syringe shown has a broken thumb pressure plate. Summary and assessment: the batch history review was conducted, and no damage or abnormalities were identified. Based on the current available investigation results, the pictured sample is not within specification. The defect was likely caused during packaging. The syringe may have jammed in the guide rails or been damaged by another jammed syringe. Therefore, the defect is considered as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k193101.

Event description:
According to the complainant: "a 19 ml ouerlock syringe broke when trying to inject contrast through the transseptal needle. Critical situation as one punctures from the right atrium to the left atrium. This has happened before and can lead to losing the position as well as the sterile gloves being torn."